Event description:
Employee in radiology experiencing difficulty breathing when wearing #4270. Has known allergy to latex. B3 and f6-date report was received by johnson & johnson medical, inc. However, based upon a decision made by the co on 8/21/97 to report this type of occurrence, this report is being sent to the FDA on 10/02/97. E1. Occurrence reported by jjmi account manager. No user facility contact name available. Disclamer: johnson & johnson medical, inc. Is submitting this report of an undefined reaction associated with the use of a device that contains latex, notwithstanding our belief that the enclosed report, based upon currently available information, does not fall within the applicable regulatory requirements for medical device reporting under 21 cfr part 803. J & j medical is reporting this event because an undefined reaction may be a symptom of an immunologically mediated allergy which could, in rare instances, reasonably fit within the reporting requirements if exposure to the allergen were to recur.